Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence urgency frequency; trial began (B)(6) 2018. Patient stated that she stopped breathing on the operating table. On (B)(6) 2018 the patient explained that the trial is going to be re-scheduled, that it may be in july. The patient had a reaction to the drug they gave her, so they were not able to do the trial. She stated they will use general anesthesia next time, instead of whatever drug it was they gave her. Patient said she had stopped breathing but is fine now. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The hcp reported the cause of the patient stopped breathing was anesthesia related when the patient was on the operating table before the trial device was placed. No other symptoms were reported. The procedure was aborted, patient placed in supine position and given oxygen and began to breathe spontaneously. Patient's relevant/contributing medical history provided was: n/o polypharmacy, obesity, sleep apnea. It was clarified that the product was not opened/not used. No further complications were reported or are anticipated.